Event description:
It was reported the unometer double lumen tube became disconnected from the chamber. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There are 2 additional cases with similar disconnection problems manufactured under two different lots. Additional MDR reports will be submitted for each case. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted. Reported to the FDA on (B)(6) 2014.